Manufacturer narrative:
Additional information: a2, d4. The device has been received and the investigation has been completed. The results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had a black discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off and the connectors were detached from the device root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer reference: (B)(4).

Event description:
Office reported the anchor of the silent nite 3d sleep appliance broke. The patient received the appliance and started using it on (B)(6) 2024. Patient reported on (B)(6) 2025 that the button/attachment broke off on (B)(6) 2025 and discontinued using appliance. No patient harm or injury reported.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).